Event description:
It was reported that a balloon rupture occurred. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 3atm within 20 seconds at first inflation. The device was removed without any problem using the normal method and the procedure was completed with a different device. No patient complications reported and the patient was good post procedure.